Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a sad + rcr procedure on (B)(6) 2023 when it was reported, ¿tip of aes-90sn broke off mid procedure. Went into the gutter of the shoulder. Attempted to remove via 5.5mm shaver with aggressive suction. Grasper unsuccessful in removal, 5.5mm shaver with suction used.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed with an alternate same device causing a 20-minute delay. This report is being raised on the basis of injury due to device fragment left in patient.

Manufacturer narrative:
The device has not been returned to date, but photographic evidence has been provided that confirmed the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 37 complaints, regarding 38 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a sad + rcr procedure on (B)(6) 2023 when it was reported, ¿tip of aes-90sn broke off mid procedure. Went into the gutter of the shoulder. Attempted to remove via 5.5mm shaver with aggressive suction. Grasper unsuccessful in removal, 5.5mm shaver with suction used.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed with an alternate same device causing a 20-minute delay. This report is being raised on the basis of injury due to device fragment left in patient. Update: (B)(6) 2023, metal piece is not visible in the x rays, unknown date of xray.